Manufacturer narrative:
Additional information: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4629 iol explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v 16.5 diopter intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to complaints of blurry vision. There was no incision enlargement, no patient injury, no suture(s), and no vitrectomy. Replacement lens information is unknown. Patient status post-operative was reported as fine. Iol is not available for return as it was discarded. No further information is available.